Event description:
The rptr's daughter called lifescan to report that fedex was supposed to deliver and leave on her porch a replacement meter for her father. Instead, fedex took the meter with them. The daughter states that her father has been seeing er1 recently. The daugher is a registered nurse and denies the er1 was due to high blood sugar. The daughter denies any medical intervention while er1 was appearing.